Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on (B)(6) 2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that his pump was infusing after performing a cassette change, but both set of pumps and remotes had previously been alarming for remote battery low, change cassette, and for delivery being stopped for 15 - 30 minutes. Replacement systems were sent via courier. No adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6)) show that remote battery attention, pump error, cassette problem, were generated on the date of the complaint, and that the remote and pump were disconnected several times within the time frame of the complaint. Two remote battery attention alarms occurred when the remote battery was low after depleting at an expected rate for the expected battery duration of the remote. The remaining remote battery attention alarms occurred after the remote battery depleted at an advanced rate which is attributed to the remote buttons being pressed frequently in the time leading up to the attention alarms, which causes the battery to deplete at a faster rate. During investigation, a test delivery was completed with no abnormal behavior observed. The remote and pump were tested, and rf power was within specification. The pump was disassembled, and evidence of fluid ingress was found to be the cause of the pump error and cassette problem alarms, and the communications issues. Logs from remote (B)(6) (paired with pump (B)(6)) show that no communication attention and cassette depleted alarms were generated between five days before and the date of the complaint. The cassette depleted alarm was generated 53 hours into delivery when the expected delivery duration was 58 hours. During investigation, a test delivery was completed with no abnormal behavior observed. The remote and pump were tested, and rf power was within specification. The pump and remote were disassembled for further investigation. Evidence of fluid ingress was found to be the cause of the alarms. Both systems functioned within specification as they alarmed accurately and entered a failsafe condition. The cause of the fluid ingress could not be determined.